Event description:
The (B)(6)-month-old patient had a large patent ductus arteriosus and closure with a 5-6mm amplatzer duct occluder ii (adoii) was attempted. The adoii was found to be too large and it was removed as it remained attached to the delivery cable. Next, a 4/6mm amplatzer vascular plug ii (avpii) was deployed. Following release, the avpii embolized to the left pulmonary artery. The avpii was percutaneously retrieved and a 6/6mm avpii was implanted successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the amplatzer vascular plug ii met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the plug met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the plug and the cause of the embolization remains unknown.